Event description:
It was reported the subject device had image blackout. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Event description:
It was reported the subject device had image blackout. The issue occurred during unspecified procedure. There were no reports of patient harm.